Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/15/2017 - phone, 5/15/2017 - email, 5/17/2017 - email. A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The o2 sensor and leaking duckbill valves were replaced to resolve issues discovered during checkout.

Event description:
The hospital reported that, during patient use, unit stopped ventilating. There was no reported patient injury.